Manufacturer narrative:
Initial and final MDR 1884809 - MDR 3003442380-2024-07664 - device 1 of 1. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that patient faced few infusions set cannula bent events on 12-may-2024. The infusion sets was in use for one to two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.